Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it was reported that "during an unknown number of vascular procedures that the needles have been popping off too easily". What is the total number of procedures affected? A handful over a month. If possible, please confirm the number of devices that had the "needle popping off too easily" per procedure. No answer. When did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use: during use. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 device not returned.

Event description:
It was reported that a patient underwent an unknown vascular procedure on an unknown date; and a suture was used. The needle was popping off too easily. There were no adverse consequences reported. Additional information has been requested.